Event description:
The user alleges that while sitting in a wheelchair with the articulating legrest extended out in front of patient. They leaned back and the leg of the chair allegedly broke, causing the pt to fall out of the chair and suffer additional injuries to their upper extremities.